Event description:
It was reported that the pt had a wound drain in place in an abdominal incision. The drain snapped while the doctor was removing it. The pt was taken to the operating room for removal of the retained portion of the drain. The pt has fully recovered with no adverse consequences.